Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 591mg/dl and a high level of ketones identified as dangerous by healthcare provider. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. No information was provided regarding when customer left the ER, however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 591mg/dl and a high level of ketones identified as dangerous by healthcare provider. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. No information was provided regarding when customer left the ER, however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.